Manufacturer narrative:
A getinge service representative reported that the iabp was inspected by a company named "specialty care" and said nothing was wrong with the iabp, and that it was back in clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was only inflating the intra-aortic balloon (iab) 50%. The customer confirmed the augmentation was at 100%. The iab was removed and another one used. The iabp was still not inflating at 100%. The patient was switched to another cardiosave. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was only inflating the intra-aortic balloon (iab) 50%. The customer confirmed the augmentation was at 100%. The iab was removed and another one used. The iabp was still not inflating at 100%. The patient was switched to another cardiosave. No patient harm, serious injury or adverse event was reported.